Event description:
It was reported this pt underwent tracheobronchial stent placement for an unknown treatment. Post-stent placement, the struts located in the mid-section of the stent were noted to be fractured. F/u indicated this may have been due to the compression of the pt's tumor. The stent was removed and another stent was placed. The pt's condition is good. The device has not been rec'd by this MFR. Therefore, a failure analysis could not be performed. Without evaluating the device, co was unable to determine if or not the device met its specs. A device history report reflected that this product met its specs. A lot search revealed no other complaints have been filed to date on this lot number. Th co's f/u indicated the pt's condition may have contributed to this event. However, without evaluating the device, co is unable to determine the specific relationship of the product to this event.